Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml, dose not reported via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. On (B)(6) 2018 a pump alarm was reported. The diagnostics and troubleshooting performed was the pump was interrogated and the pump restarted. The patient had 2 episodes of pump stalls that recovered. The actions/interventions taken to resolve the issue was that after the first pump stall the patient was scheduled for pump replacement. There were no environmental, externalor patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump upon receipt indicated the current programming was morphine (20 mg/ml at 0.960 mg/day) and bupivacaine (5 mg/ml at 0.2400 mg/day). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.